Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 42 mg/dl; cause was not known. Reportedly, customer lost consciousness resulting in ¿black eyes and face scratches¿. The customer received intravenous fluids and sugar tablets; reportedly the customer could not recall the type of fluids given. The customer was discharged from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage.